Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a dilator stuck within the sheath issue occurred. It was reported that the dilator was getting stuck in the vizigo¿ sheath. There was resistance putting the dilator through the sheath. There was no visible damage. The sheath was able to be flushed and most likely, it was not fully blocked. The dilator was able to move somewhat, but never got dilator out of the end. The dilator could be stuck on sheath but not clear. The event occurred before the sheath was inserted, therefore no bleeding. The vizigo¿ sheath was replaced and the procedure continued successfully. There was no patient consequence.

Manufacturer narrative:
Manufacturer's reference number: (B)(4) during an internal review of this event on 13-dec-2021, it was noticed that this event should have been assessed as a ¿resistance with sheath(device-device incompatibility (a1702)¿ issue and not ¿introducer stuck within the sheath (failure to advance (a150204))¿. The issue of ¿resistance with sheath¿ is not considered to be an MDR reportable issue since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event will no longer be considered to be MDR reportable. The h6. Medical device problem code was updated from ¿failure to advance (a150204)¿ to ¿device-device incompatibility (a1702)¿.